Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy cable connector part number info for troubleshooting/device repair. Follow up with the reporter found that the customer elected not to repair the device and removed it from service due to costs. The cause of the reported issue could not be determined.

Event description:
During a user test, it was reported that the device failed to detect the hard paddles connection and gave the "connect cable" message. There was no pt use associated with the event.